Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient's reason for calling was they did not know what the settings meant. Patient reported they had spoken with their healthcare provider and bounced around the settings, but they wanted to know what the ideal setting for their implant would be. Patient noted they felt pings when they adjusted the settings, but the device did not seem to be working anymore. Patient explained their device is for their bladder, but their bladder goes off whenever it wants to. Patient noted they did have control over their bladder prior. Patient declined patient service's offer to adjust settings. Patient noted they just had a much lower setting than they used to have. Patient reported they had noticed these issues in about the last 3 weeks. Patient stated they would see their healthcare provider on monday for further assistance. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.